Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred upon device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, a system error 322 alarm was reproduced. A review of the event history log revealed multiple 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment lower link switch. The link switches require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.